Manufacturer narrative:
Recall number: 1627487-07262012-002-r; 1627487-12192011. This ipg serial number was included in field advisories. (B)(4).

Event description:
It was reported the patient's ipg is inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2017 at which the ipg was explanted and replaced.